Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ complaints of pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced still's disease ("still's disease"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/ prolonged menses"), abdominal pain lower ("abnormally severe lower abdominal pain/ cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation") with rash and pruritus, vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), headache ("headaches"), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression") and fatigue ("fatigue"). The patient was hospitalized for 31 days sometime in (B)(6) 2009. The patient was treated with blood transfusion, auxiliary products and surgery (total hysterectomy in (B)(6) 2010, during which uterus and cervix were both removed). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, skin irritation, vaginal discharge, vaginal infection, weight fluctuation, headache, insomnia, anxiety, depression, fatigue and still's disease had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, pelvic pain, skin irritation, still's disease, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: following her total hysterectomy, patient's symptoms did not subside. As a result, patient was scheduled to undergo surgery, a bilateral salpingectomy, to remove both of her fallopian tubes, as well as the essure micro-inserts on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ complaints of pain/daily- consistent severe pelvic pain/pain: pelvic pain"), menorrhagia ("heavy bleeding during menstruation/ prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("heavy bleeding during menstruation/ prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), still's disease ("still's disease"), ankylosing spondylitis ("ankylosing spondylitis") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. 825979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "3 attempts at removal but the procedures were not successful/unsuccessful removal due to amount of scar". The patient's past medical history included multigravida, parity 3 (birth dates: (B)(6) 1991, (B)(6) 1993, (B)(6) 1997), migraine, allergic reaction to antibiotics and uterine bleeding. She was using tobacco. Previously administered products included for prevent pregnancy: mirena from 2002 to 8-feb-2008. Past adverse reactions to the above products included migraine with mirena. Concurrent conditions included obesity. Concomitant products included methotrexate since (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), abdominal pain lower ("abnormally severe lower abdominal pain/ cramping/daily- consistent severe abdomen pain/pain: abdomen"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), headache ("headaches/pain: head") and uterine pain ("daily- consistent severe uterine pain/pain: uterine"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced still's disease (seriousness criterion medically significant). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe pain during menstruation"), back pain ("severe back pain/daily- consistent severe back pain/ severe back pain"), skin irritation ("skin irritation") with rash and pruritus, vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue"), abdominal pain ("daily- consistent severe abdomen pain") and folliculitis ("follicuilitis"). The patient was hospitalized for 31 days sometime in (B)(6) 2009. The patient was treated with blood and related products, surgery (on (B)(6) 2010 she underwent total hysterectomy ). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, still's disease, ankylosing spondylitis, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, skin irritation, vaginal discharge, vaginal infection, weight fluctuation, headache, insomnia, anxiety, depression, fatigue, uterine pain and abdominal pain had not resolved and the rheumatoid arthritis and folliculitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, ankylosing spondylitis, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, folliculitis, headache, insomnia, menorrhagia, pelvic pain, rheumatoid arthritis, skin irritation, still's disease, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: following her total hysterectomy, patient's symptoms did not subside. As a result, patient was scheduled to undergo surgery, a bilateral salpingectomy, to remove both of her fallopian tubes, as well as the essure micro-inserts on (B)(6) 2017. She underwent 3 attempts at removal but the procedures were not successful. Unsuccessful removal due to amount of scar tissue present. On (B)(6) 2017 and (B)(6) 2010, physician performed bilateral salpingectomy and total hysterectomy (uterus and cervix removed). On (B)(6) 2017 - attempted salpingectomy- unsuccessful due to scar tissue (per pfs) (discrepancy noted, previously reported as removed on (B)(6) 2017) (B)(6) 2010: hysterectomy ¿ essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Current weight : 180 lbs. Preg test: negative. Most recent follow-up information incorporated above includes: on 10-jul-2018: plaintiff fact sheet received. Event added: follicuilitis, rheumatoid arthritis added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ complaints of pain/daily- consistent severe pelvic pain/pain: pelvic pain"), menorrhagia ("heavy bleeding during menstruation/ prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("heavy bleeding during menstruation/ prolonged menses/abnormal bleeding (vaginal, menorrhagia)") in a 35-year-old female patient who had essure (batch no. 825979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "3 attempts at removal but the procedures were not successful/unsuccessful removal due to amount of scar". The patient's past medical history included multigravida, parity 3 (birth dates: (B)(6) 1991, (B)(6) 1993, (B)(6) 1997) and migraine. Previously administered products included for prevent pregnancy: mirena from 2002 to (B)(6) 2008. Past adverse reactions to the above products included migraine with mirena. Concurrent conditions included obesity. Concomitant products included methotrexate since (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abnormally severe lower abdominal pain/ cramping/daily- consistent severe abdomen pain/pain: abdomen"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), headache ("headaches/pain: head"), uterine pain ("daily- consistent severe uterine pain/pain: uterine") and ankylosing spondylitis ("ankylosing spondylitis"). In (B)(6) 2009, the patient experienced still's disease ("still's disease"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation"), back pain ("severe back pain/daily- consistent severe back pain/ severe back pain"), skin irritation ("skin irritation") with rash and pruritus, vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue") and abdominal pain ("daily- consistent severe abdomen pain"). The patient was hospitalized for 31 days sometime in (B)(6) 2009. The patient was treated with blood and related products, surgery (on (B)(6) 2010 and (B)(6) 2017 she underwent total hysterectomy and bilateral salpingectomy), surgery (on (B)(6) 2010 and (B)(6) 2017 she underwent total hysterectomy and bilateral salpingectomy) and surgery (on (B)(6) 2010 and (B)(6) 2017 she underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, skin irritation, vaginal discharge, vaginal infection, weight fluctuation, headache, insomnia, anxiety, depression, fatigue, still's disease, uterine pain, ankylosing spondylitis and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, ankylosing spondylitis, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, pelvic pain, skin irritation, still's disease, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: following her total hysterectomy, patient's symptoms did not subside. As a result, patient was scheduled to undergo surgery, a bilateral salpingectomy, to remove both of her fallopian tubes, as well as the essure micro-inserts on (B)(6) 2017. She underwent 3 attempts at removal but the procedures were not successful. Unsuccessful removal due to amount of scar tissue present. On (B)(6) 2017 and (B)(6) 2010, physician performed bilateral salpingectomy and total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of fallopian tubes current weight : 180 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs recieved: reporter's information was updated. Plaintiffs information, historical medication,concomitant medication and conditions were updated. Lab data was added. Essure indication was added. Essure explantation date was added. Events: abnormal bleeding (vaginal, menorrhagia), daily-consistent severe uterine pain, abdominal pain and ankylosing spondylitis were added. She had not recovered form above mentioned events at the time of the report. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.